Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The close door alarm was confirmed and reproduced. Upon powering the unit on, it went into a load set screen. The evaluator then tried to turn the unit off and the pump displayed "powering off close door." Evaluation found the upper hook switch dislodged causing this error. The upper auxiliary assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing, a spectrum pump alarmed close door. There was no patient involvement.